Manufacturer narrative:
This is one of two events (cardiovascular and death) reported for the same patient involving two separate products; associated MDR numbers: 1225714-2013-03056, 1225714-2013-03057, 1225714-2013-03058, 1225714-2013-03059.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2008, after the use of the product.